Event description:
The following issues were reported: there are many random time outs and fields are not recorded. There are session that show as "non treated", but there are images indicating the treatment occurred. Loss of images. There was no report of mistreatment. No further info was reported.

Manufacturer narrative:
Na.